Manufacturer narrative:
(B)(4). Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with 100 bd vacutainer® lh 102 i.u. Plus blood collection tubes the label was missing on box. The following information was provided by the initial reporter, translated from (B)(6) to english: during inspection at the customer's side, the label on the package was found to be missing.